Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during a right lower extremity arteriogram procedure, the sheath became clotted off during procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.